Event description:
It was reported the touch screen became unresponsive. Customer reports there is a white line going down the middle of the home screen. No impact to customers' blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6).